Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella cp support. While on support, hematoma and bleeding was noted after the peel away sheath was removed and the reposition sheath was inserted. A femostop was needed. The doctor perforated the coronary artery and gave thrombin which then clotted off another vessel which led to the doctor giving 20,000 units of heparin. Perforation required a covered stent and/or balloon tamponade. The patient remains on impella support.

Manufacturer narrative:
The investigation of vascular damage - great vessel has been completed. The pump was not returned for investigation. As per the clinical information provided, while inserting the pump doctor perforated the coronary artery which led to perforation as well as bleeding at the access site and hematoma. Patient had occluded vessels. Therefore, the root cause of the vascular damage issue was most likely patient condition related diseased vessels. D6b explant date was omitted from manufacturer device report 1220648-2025-25391